Event description:
It was reported that during an exam a patient sustained a laceration from the bent edge of the mylar window frame and required stitches.

Manufacturer narrative:
Patient data not provided. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.